Event description:
It was reported that the patient experienced a burning sensation near the ipg site. As a result, surgical intervention was undertaken on 02mar2026 wherein the ipg was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.